Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) balloon had herniated. A surgical procedure was performed, and during repositioning, the decision was made to replace it with a higher-pressure balloon to provide additional coaptation support. No patient complications were reported.